Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) implanted with another manufacturer's right atrial (ra) lead, exhibited a spike in pacing impedance measurements. Additionally, the surface channel was not synching with other tracings. Boston scientific technical services (ts) discussed that based on programmer function the real time electrograms (egm) could be corrected by selecting a different tracing to force resynchronization. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.